Manufacturer narrative:
A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts have been returned to manufacturer for analysis.

Event description:
A medtronic ent representative reported that, while in a procedure, the surgeon alleged a 1-2mm inaccuracy to the left. The site performed three registrations with tracer, pattern was normal, checking for accuracy each time; results showed no improvement in accuracy. The surgeon opted to continue with the surgery and completed the procedure with the use of the navigation system. There was no impact on patient outcome.